Event description:
It was reported that when removing the plaster from the right-side catheter, the catheter was no longer joined to the suture wing and remained in the patient's body. Intervention - the catheter had to be removed by surgical intervention. No patient injury reported. Note: the customer indicates that user error cannot be excluded.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Lot number unknown. Potential lot number: 71f19c0256, 71f19c2502, 71f19e0682, 71f19e1967, 71f19e2466.

Event description:
It was reported that when removing the plaster from the right-side catheter, the catheter was no longer joined to the suture wing and remained in the patient's body. Intervention - the catheter had to be removed by surgical intervention. No patient injury reported. The customer indicates that user error cannot be excluded.